Event description:
A catheter issue was reported. The patient had presented to the emergency room (ER) on (B)(6) 2014 with a running nose, nausea, and c ramping. Additional patient symptoms/ complications associated with the event included flu-like symptoms. The pump was interrogated and no motor stalls appeared in the logs. Computed tomography (CT) showed a potential kink in the catheter; x-rays were also done. A replacement was performed on (B)(6) 2014, and per the reporter, the healthcare provider (hcp) stated that they could not aspirate the catheter during the revision. Additionally, the patient noted that the pump was working and there were no symptoms prior to replacement. It was noted the issue was not resolved, nor was the cause of the issue determined. The patient required hospitalization and was held for observation, and was supplemented with oral morphine and clonidine. The pump was being used to infuse morphine and clonidine. As of (B)(6) 2014, the catheter remained implanted and in service, and the patient was alive with no injury. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8578, lot # hg04hh705, implanted: (B)(6) 2014, product type accessory; product ID 8709, lot # j10928r46, implanted: (B)(6) 2002, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Additional information received clarified the patient received a normal pump replacement and then two days later they presented to the ER with symptoms. The previously reported date, (B)(6) 2014, of when the patient presented with the symptoms was corrected to (B)(6) 2014. An x-ray was done as previously reported and they couldn¿t see anything definitive but were unable to aspirate the catheter. The hcp at that time thought there was a possible kink. Subsequently, the patient had the surgery to replace the catheter and had been receiving effective therapy since that time. The catheter was disposed of in the or so it would not be returned. The location of the issue wasn¿t investigated, the hcp had decided to replace the catheter when they were unable to aspirate. No further information was provided.

Manufacturer narrative:
Product ID: 8709, lot# j10928r46, implanted: (B)(6) 2002, explanted: (B)(6) 2014, product type: catheter. (B)(4).